Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to occasional noise noted, with oversensing and pacing inhibition of less than two seconds of asystole. Impedance and threshold measurements were stable. No additional adverse patient effects were reported.